Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An ultrafilter u9000 was reported to be leaking from an unspecified location after the patient appeared unconscious and presented with low blood pressure. The patient was in a coma and transferred to the intensive care unit (ICU) for emergency treatment. The patient was performing treatment when the symptoms started. At the time of this report, the patient had recovered from this event. No additional information is available.